Manufacturer narrative:
User related damages to abutment. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Abutment was changed due to user related damage from hitting the abutment. No indication of device malfunction.